Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was found to have fluctuating capture thresholds. Follow up with the patient¿s healthcare provider yielded that no intervention was performed to the lead for the varying thresholds. The lead remains in use. No patient complications have been reported as a result of this event.